Event description:
It was initially reported that the fiber stopped working from the beginning of the procedure. The procedure was completed with a second fiber and a patient outcome of stable. Analysis of the returned fiber identified a fracture in the fiber connector.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned components underwent a thorough analysis. Analysis of the fiber identified that the fiber tip was degraded, and the fiber jacket had signs of stripping. The light from the sub-miniature version a(sma) connector was distorted, indicating a fracture within the fiber connector.